Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 400+ mg/dl. The customer stated that she took the pump off yesterday and started to use syringes. The customer stated that she was admitted to the hospital for diabetic ketoacidosis. The customer stated that she vomited and could not hold anything down after she left her diabetic educator.